Event description:
The customer reported that she was hospitalized for blood glucose levels above 1000 mg/dl. The customer had no further info about the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.